Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating right ventricular oversensing; t-wave over sensing was observed during ventricular tachycardia non-sustained episodes on (B)(6) 2016.

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensitivity was reprogrammed and the lead remains in use.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No evidence of anomalies found. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead exhibited high p-waves, and the right ventricular (rv) lead exhibited low r-waves. A possible atrial lead dislodgement was suspected, but no further investigation was done to determine if this was the case. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.